Event description:
It was reported that the emergency medical services was called on (B)(6)2015. Customer's blood glucose level at the time 35mg/dl. Customer was treated intravenously. Customer stated that they bolused for food and took new medication prior to incident. Customer was unable to drink juice, so his spouse called emergency medical services.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.